Manufacturer narrative:
A review of the manufacturing and inspection records for this complaint could not be conducted since a lot number was not provided. After three notifications, there was no sample returned for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, a thorough investigation could not be conducted. Without the sample to review, determining a definite root cause and an appropriate corrective action for the reported issue could not be established. If the sample is returned at a future date, this complaint may be reopened at that time for further evaluation. Additional information provided in h,6, and h.11.

Event description:
Describe event: catheter found broken upon initial assessment of patient. Catheter broken at PICC hub, outside of the patient. PICC insertion site clean, dressing intact, external curled portion of the PICC still visible inside the dressing but outside of the patient's body. No signs of bleeding. No detectable harm . A new piv inserted to complete prescribed therapy.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.